Manufacturer narrative:
Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e0301 captures the reportable event of anemia. Mdrf impact code f2303 captures the reportable event of medication required. Mdrf impact code f2301 captures the reportable event of additional device required. Mdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a gastric outlet obstruction (goo) during a procedure performed on (B)(6) 2025. It was reported that the patient was admitted to the hospital on (B)(6) 2025. On (B)(6), following the study procedure, the patient developed significant abdominal pain and anemia. Computed tomography for gastrointestinal bleeding showed no evidence of active bleeding; a hematoma was suspected as the underlying etiology. The patient was admitted for pain control, antibiotic therapy, and hemoglobin monitoring. The estimated discharge date was initially set for (B)(6), with a plan focused on pain management and nutritional support. On (B)(6), the discharge date was again confirmed for (B)(6). However, barriers cited were tolerating oral intake, pain control, consultant recommendations and electrolyte corrections. On (B)(6), the discharge date was further revised to (B)(6) 2025. The stent remains implanted. It was reported that the patient was discharged on (B)(6) 2025 and is expected to fully recover.